Manufacturer narrative:
There was no pre-existing hematoma prior to insertion of the exoseal vcd. The vcd showed no visible signs of damage and was being used with a 6f 11 cm cordis 6f avanti + sheath. There were no other sheaths used during the procedure. There was no resistance/friction experienced as the vcd was advanced through the sheath and the sheath locked properly against the cowling. An audible "click" was heard and but adequate bleed-back was not observed. Proper indication was also not observed in the window. The plug deployment button fully depressed and the plug did deploy. Hemostasis was successfully achieved with the vcd. The vcd was not removed with the sheath as a single unit and the patient did not experience any bleeding complications. As reported by the affiliate, two hours after the exoseal was deployed, the patient went into shock because of a big hematoma expanding into the right inguinal zone. Manual compression was instituted and the patient required a blood transfusion. It was the physician's 4th case with the device. Anticoagulants with heparin IV, aspirin and clopidogrel were given. The device was used in an interventional procedure. Act values were not provided. The angle of access was between 30 and 45 degrees but femoral suitability was not verified under fluoroscopy. There was no pre-existing hematoma prior to insertion of the exoseal vcd. The vcd showed no visible signs of damage and was being used with a 6f 11 cm cordis 6f avanti + sheath. There were no other sheaths used during the procedure. There was no resistance/friction experienced as the vcd was advanced through the sheath and the sheath locked properly against the cowling. An audible "click" was heard but adequate bleed-back was not observed. Proper indication was also not observed in the window. The plug deployment button fully depressed and the plug did deploy. Hemostasis was successfully achieved with the vcd. The vcd was not removed with the sheath as a single unit and the patient did not experience any bleeding complications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. In this case, the patient's level of anti-coagulation and characteristics of the vasculature were not reported; therefore, they cannot be excluded as potential contributing factors in the inability to achieve hemostasis. As noted in the product IFU: the safety and effectiveness of the exoseal vcd has not been established in patients on bivalirudin (angiomax) or other thrombin-specific anticoagulants or low molecular weight heparin less than 24 hours prior to the catheterization procedure. Additionally the reporter indicated that bleed back was inadequate and there was no change to indicator window, optimal plug positioning occurs when the black/black bars are viewed. Access site hematomas are a common procedural complication and may be related to stick technique, anticoagulation, blood pressure and/or discomfort; from the available clinical information, it could not be determined if arterial access was achieved with a single stick or if multiple punctures were present. With the information provided it is not possible to determine an exact cause for the reported event, but access site characteristics, level of anticoagulation and procedural factors cannot be excluded as contributing factors. The IFU cautions that: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00495 and 9616099-2011-00497.

Event description:
As reported by the affiliate, two hours after the exoseal was deployed, the patient went into shock because of a big hematoma expansive to the right inguinal zone, they make manual compression and blood transfusion. The patient was treated with no problem and send home. The patient is a (B)(6) female patient. It was the physician's 4th case with the device. Anticoagulants with heparin IV, aspirin and clopidogrel were given. The device was used in an interventional procedure. Act values were not provided. The angle of access was between 30 and 45 degrees but femoral suitability was not verified under fluoroscopy. There was no pre-existing hematoma prior to insertion of the exoseal vcd. The vcd showed no visible signs of damage and was being used with a 6f 11 cm cordis 6f avanti + sheath. There were no other sheaths used during the procedure. There was no resistance/friction experienced as the vcd was advanced through the sheath and the sheath locked properly against the cowling. An audible "click" was heard and but adequate bleed-back was not observed. Proper indication was also not observed in the window. The plug deployment button fully depressed and the plug did deploy. Hemostasis was successfully achieved with the vcd. The vcd was not removed with the sheath as a single unit and the patient did not experience any bleeding complications.